Manufacturer narrative:
The device in question was returned to olmypus for investigation. The investigation found the teflon body burned at the point where the electrode connects to the teflon body. This phenomenon was attributed to a broken locking mechanism that did not hold the electrode properly. This is the first report of this occurrence, and will be monitored for trends.

Event description:
The hospital reported during a procedure sparks were seen at the junction between the cable plug and working element. The procedure was completed with the use of another similar device. There was no allegation of harm.